Event description:
Reporting status: serious injury/surgical intervention/permanent impairment. Reporting rationale: dissection requiring surgical intervention. Device issue: none. It was reported that the pt was first treated with a 3.0 x 15 mm cutting balloon. A 3.5 x 28 mm xience v stent delivery system (sds) was deployed at 10 atm. The sds was inflated again for post dilatation, to 20 atm (above rbp) for 20 seconds. After the sds balloon was deflated, on angiography, it was noted that there was slow flow and a dissection had occurred. The pt was transferred to surgery to undergo CABG for treatment. No additional event or pt info is available.

Manufacturer narrative:
Results and conclusion summation - dissection and ischemia as listed in the IFU are known adverse events with coronary stenting dissection can be influenced by lesion characteristics, procedural technique, and device size selection. The IFU states, "implanting a stent may lead to vessel dissection and acute closure requiring intervention (CABG, further dilatation, additional stents, or other). Do not exceed rbp as indicated on the product label, applying pressures higher may result in a ruptured balloon with possible arterial damage and dissection" the xience was deployed above the rbp. This may have been a contributing factor in the dissection and leading to the need for CABG, but a conclusive root cause cannot be determined.